Event description:
It was reported that the patient had high impedances on the paddle lead and was unable to enter MRI mode. It was also reported that prior leads had been cut/abandoned. As a result, the patient underwent surgical intervention on (B)(6) 2024 to replace the paddle lead and fully explant the previously abandoned leads.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.